Event description:
Hill-rom received a report from the hill-rom tech found the brakes not holding. The bed was located at the account in the emergency room. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the casters and brake/steer pedals inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the casters and brake/steer pedals to resolve the issue. Based on this info, no further action is required.